Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number:1627487-2023-05581. It was reported that following an unrelated surgical procedure wherein neither ipg was placed into surgery mode, both ipgs became unable to communicate with external devices. Troubleshooting was able to recover the left ipg; however, the right ipg was unable to be recovered. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
An error message ¿cannot connect to the generator. The generator is not responding¿ displayed on the controller was reported to abbott. Following an unrelated surgical procedure wherein neither ipg was placed into surgery mode, both ipgs became unable to communicate with external devices. Troubleshooting was able to recover the left ipg; however, the right ipg was unable to be recovered. A surgery date has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.